Event description:
Bd vacutainer purple top being utilized in lab within health clinic. Medical assistant (ma) noted that in a newly accessed batch/lot of these vacutainers that blood was clotting. The solution is clearly visible on the walls of the vacutainer. The ma stated that they followed the correct process. They opened a new lot and had no further issues. Ma disposed of the defective lot, all except one which we will return to the manufacturer.